Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the drive support cap of the insulin pump was damaged. The customer's blood glucose level was 294 mg/dl at the time of the incident. The customer¿s blood glucose level was 167 mg/dl at the time of call. The customer was assisted with the troubleshooting. The insulin pump will not be returned for the analysis.

Manufacturer narrative:
Pump passed displacement test, rewind test, basic occlusion test, prime test, excessive no delivery test and occlusion test. Drive support cap was inspected and no anomaly was noted. Pump received with corroded battery tube noted.